Manufacturer narrative:
The reported event was operation issue. A complete lead was returned in two pieces. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the physician had an operation issue in implanting the right atrial (ra) lead. The ra lead was removed and replaced. The patient was in stable condition.